Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one linear opening on the radius, a crease fold, and white particles in the fill channel. A leak test and microscopic analysis was performed which identified one striated opening on the radius, one sharp opening on the posterior, and two striated openings on the plug strap. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: one striated opening on the radius assessed as surgical damage, consistent in the use of some surgical tool. A sharp opening was observed on the posterior assessed as an unidentified (tear) opening. Also observed were two striated openings on the plug strap assessed as surgical damage, consistent in the use of some surgical tool. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported right side "patient's concern with product." Additionally, healthcare professional reported "hole, non specific." Patient representative also reported "patient suffered personal injuries and related damages,¿ this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient's concern with product." Additionally, healthcare professional reported "hole, non specific." Patient representative also reported "patient suffered personal injuries and related damages,¿ this is not device related. Device has been explanted.